Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The patient reported that she has never had a bladder infection before, so this is confusing for her. On (B)(6) the patient reported that she has a burning sensation when she is holding urine to get undressed to get on the toilet and that it is painful at that time. On (B)(6) the patient reported that she had pain when she urinated. On (B)(6) the patient reported that she was waking up soaked and she still has the burning sensation with voids. The stimulation was increased and she was hurting in pain, on the right side of her spine. The patient decreased the stimulation to 1.8 and it was comfortable. The patient was advised for her to contact her clinician for medical support. Support link walked patient through turning off her therapy for her clinicians appointment so she can drive on monday (B)(6) during our scheduled call. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.